Event description:
Caller states the patient tested 3.2 inr on coaguchek system 1 and 4.2 inr on coaguchek system 2 during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.